Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site, and the issue could not be resolved. The patient underwent a surgical procedure on (B)(6) 2015, to replace the abutment with an internal magnet. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.